Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in a mildly tortuous and mildly calcified vessel in the forearm. An sv/4.0-4/4t/90 symmetry balloon catheter was advanced for dilatation; however, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient injuries reported and the patient was in condition good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: sv/4.0-4/4t/90 was received for analysis. A visual examination identified inflation media within the balloon which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be exiting from the tip of the device. An examination of the balloon material and markerbands identified no issues. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks to the shaft of the device. A leak test identified liquid exiting the tip of the device which is an indication of a breach between the guidewire lumen and the inflation lumen. It is not possible to identify the exact location of the lumen breach. This type of damage is consistent with excessive force being applied when loading the device on to the guidewire. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and in the correct position on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in a mildly tortuous and mildly calcified vessel in the forearm. An sv/4.0-4/4t/90 symmetry balloon catheter was advanced for dilatation; however, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient injuries reported and the patient was in condition good post-procedure.